Event description:
A type 1 diabetic using medtronic's quikset -lot 8- infusion set with insulin pump. Over the past year has experienced significant and unexplained blood sugar instability, resulting in catastrophic dental decay, significant quality of life challenges, increased incidence of infections, and possible peripheral-vascular deterioration. Pt travels up and down in elevation approximately 2000 feet daily, and the manufacturing defect in medtronic's infusion sets results in inaccurate doses of insulin being delivered when air pressure changes occur. Medtronic and physician have been notified of this problem, and were both aware during the previous year that the pt was experiencing unusual blood sugar control problems. Medtronic was asked to test the pump and pt was using in 2009, to determine if there were problems. In the same month, after the infusion set recall, a letter was sent to the pt stating the pump tested normally, but failing to identify that the blood sugar instability the pt had been experiencing were likely the result of another component of the insulin delivery system - the infusion sets! Frequency: constant. Route: sq. Dates of use: 2002 - 2009. Diagnosis: type 1 diabetes. Event abated after use stopped: yes.